Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. Their implant was not working. She did not feel stimulation and had a return of symptoms, which occurred the day after implant. It was reviewed how to sync but the patient confirmed that she saw a poor communication screen. The patient was recently implanted on (B)(6) 2016. The patient had some swelling. It was further reported later in the day on (B)(6) 2016 that the patient programmer communicated with the implantable neurostimulator (ins) and stimulation turned on. She thought stimulation might be set too high because it was bothering her now. The patient had difficulty at first when being walked through attempting to communicate, but they turned the patient programmer off and then attempted to sync, which was successful. Stimulation was currently set at 2.6 volts and that was too high for the patient. They were walked through decreasing stimulation to 2.2 volts where stimulation was comfortable for the patient. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.